Event description:
It was initially reported by the physician that he saw the patient and ran diagnostics which showed everything working within normal limits with the generator not near end of service. Patient was complaining about weakness in her left arm and sporadic stimulation around the generator site. Patient was also having breakthrough seizures. Physician felt that the battery was weaning out and did not have confidence in diagnostics testing. Patient underwent a battery replacement surgery. Good faith attempts to obtain additional information has been unsuccessful till date.